Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (20 mg/ml) via an implantable pump for unknown indications for use. It was reported that the patient's pump had been alarming for the past two weeks. They were in for a refill on (B)(6) 2024 and they had a low reservoir prior to refill. They did not hear a pump alarm over christmas and new years. Technical services played an alarm test and the patient confirmed they were hearing the noncritical alarm. Discussed it was possible they did not hear the pump alarm right away but it was consistent with the low reservoir alarm not being silenced at update. When they interrogated the pump there was an active alarm banner. They were walked through silencing active alarm and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.